Event description:
Customer called to report a rh discrepancy on a patient sample. The patient was historically rh negative, but came up rh positive on the galileo.

Manufacturer narrative:
The customer did not provide additional information or sample for testing. The nature of the sample cannot be ruled out as causing the event.